Event description:
On 10/19/96, the resident at 5:10 am was found nonresponsive in a sitting position with her legs out in front of her. The resident was on the floor next to her bed with the waist safety device/restraint still around her waist tied to the bed. The staff attempted to arouse resident and had to free her from the waist safety device/restraint by cutting the ties. At that time, the resident was nonresponsive and had no pulse, respiration or blood pressure. The resident's skin was warm with pale color to upper body and beginning blueness in feet. This has been reported to the state dept of public health and environment.